Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 2,000mcg/ml, 300.4mcg/day, and intrathecal clonidine 10mcg/ml, 1.502mcg/day, for intractable spasticity and spinal cord injury/disease. On (B)(6) 2015, during a pump refill, there was a discrepancy with the ordering of the clonidine. Clonidine 15.0mcg/ml was ordered rather than 10.0mcg/ml. The managing physician was advised and it was decided to use the clonidine 15.0mcg/ml and deliver the baclofen at the same rate as before. This resulted in a clonidine dose increase to 2.253mcg/day. Additional information has been requested regarding if the previous correct drug concentration will be placed in the pump again and actions/interventions taken to resolve the issue, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.